Event description:
It was reported that during a lap chole procedure, when the surgeon fired the clip on the common bile duct it would not open again. When the surgeon pulled the ligamax out it tore the bile duct. Another like device was used to complete the procedure.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a biopsy procedure. According to the complainant, the device was inspected and tested prior to use and no anomalies were found with the device. During the procedure the device got stuck at approximately 10 to 20 cm from the elevator of the scope. The biopsy forceps and scope were removed in tandem from the patient. . The procedure was completed with another redial jaw 3 hot biopsy forceps and a different scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; one jaw missing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.